Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8352500; model: sc-8352-50; serial: (B)(4); batch: 20296617.

Event description:
It was reported that the patient had a skin irritation since the device was implanted. The physician believed that the skin irritation was not device related. The patient underwent an explant procedure. The explanted ipg and lead were not returned.